Manufacturer narrative:
Continuation of d10: product ID m995402a001. Serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID m995402a001, serial: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller said patient is in the hospital and needs an MRI of the head. Caller said patient has not used the device in months because they didn't need it. Pt states he left in to charge yesterday and never charged controller. Caller states the min they unplug controller from wall the screen goes blank. Caller was using old controller and needed to use the most recent one shipped. Caller tried the newest controller and again would not charge and went blank min the controller was unplugged. Reviewed will need to charge controller and then pair newest controller and then charge ins. The issue was not resolved through troubleshooting. Agent sent request to repair for lith battery. Pt was sent controller and rtm in the past. It was clarified that yes, the controller wouldn't power on with the bp inserted and the controller did not charge however caller was using old controller and it is unknown what the end result was as they needed to finish charging newest controller.